Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent anterior repair, cystoscopy. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and (B)(6) 2007 and mesh was implanted during each surgery. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh revision surgery on (B)(6) 2013.

Manufacturer narrative:
The patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient underwent bladder repair surgery in 2007. The patient underwent a cholecystectomy in 2009.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and (B)(6) 2013 and mesh was implanted during each surgery. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh revision surgery on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.